Event description:
A malfunction alarm was reported by the customer. There was no reported impact to the customer¿s blood glucose level. The pump was not resettable and was already in the process of being replaced. The customer did not disclose an alternate method of insulin therapy.